Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had disconnected mode and slow response. Customer unplugged and plugged the network cable back in, but issue still persist. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login issue was caused by incorrect dns configuration. A technical support specialist identified that the device was in critical override and bd users were unable to log in. Checked connectivity and confirmed required ports were enabled for the ip address. With hit assistance, dns settings were updated, and system functionality was restored. The system functioned as intended after the technical support specialist troubleshot the device.